Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive. In addition, it was reported that the customer experienced both elevated and low blood glucose (bg) levels, values were not provided. Customer declined to troubleshoot with tandem technical support.